Event description:
An unknown length endeavor sprint drug-eluting coronary stent delivery system was used for the treatment of a lad lesion. The lesion morphology is unknown. It was reported that the device broke completely apart while the physician was removing the delivery system from the patient. The device was not returned for evaluation. No further information has been provided. The patient is reported to be fine.

Manufacturer narrative:
Eval results: other, no further information has been provided. Conclusion: other, no further information has been provided.